Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly, "the patient received a trident ceramic acetabular system." It was further alleged that, "after implantation the patient began experiencing audible noise during motion emanating from the location of the hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time.